Event description:
It was reported that during a device changeout procedure, an insulation anomaly was observed on the right ventricular lead. The lead was capped and replaced during the procedure.

Manufacturer narrative:
(B)(4).